Event description:
Information was received from a consumer implanted with a neurostimulator for spinal pain. It was reported that the patient's device had never really helped her and she wanted it removed. The patient stated that the battery was driving her crazy as she had fibro myalgia for years before the implant was placed. Additional information was received from the patient. It was reported that the device had been adjusted several times. As of (B)(6) 2016, the patient had not contacted her physician yet and the battery driving the patient crazy had not been resolved. Additional information received from the consumer via the manufacturer representative reported that her stimulator had not helped her the way she thought it would and requested an explant. The patient stated that the stimulator in the pocket makes her fibromyalgia worse. It was unknown what factors may have led to the issue and the patient had met for multiple programming sessions with the last one approximately a year prior. It was noted from visit notes that the patient was satisfied after the reprogramming sessions. The patient declined further reprogramming. The issue was not resolved at the time of the report. Surgical intervention was planned but had not been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-08. The patient reported a loss of therapy and never having therapeutic effect. The patient stated that the device did not work since implant. The patient had the device taken out. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.